Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information and the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the bronchovideoscope exhibited an e315 (incompatible scope) error code and did not produce an image most likely due the corrosion inside the scope connector as a result of water invasion. This likely caused abnormality in the electronic components. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a different bf-1th190 scope.

Event description:
The customer reported to olympus that the bronchovideoscope exhibited an e315 (incompatible scope) error code and did not produce an image. The issue occurred during preparation for use of an unknown procedure. There were no reports of delays to the procedure and no patient or user harm was associated.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found stains in the image after performing advanced diagnostics, a cut charged coupled device shrink tube, and corrosion on the control body and scope connector after aeration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.